Event description:
Event: patient expired 4 days post-op. Case details: the patiet was not a candidate for open surgery due to severe occlusive disease. The graft was successfully implanted, however it was reported that the patient subsequently expired due to occlusion of the peripheral vascular system.